Event description:
Customer reported that the insulin pump alarmed motor error during rewind sequence. Customer does use the sensor feature and is unable to rewind the insulin pump. Blood glucose value is 362 g/dl; not treated yet. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The motor error alarm during rewind was due to corroded motor home switch. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime, compromised force sensor, and excessive no delivery test due to constant motor error alarm. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window through reservoir tube and cracked battery tube threads.